Event description:
It was reported that the device battery only lasted three years and unexpectedly reached elective replacement indicator (eri.) Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 competitor implantable pacing lead (B)(6) 2009; 4194 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.